Event description:
It was reported that the pump was alarming no disposable, clamp tubing. The patient was instructed to stop and restart the pump. The pump was then running correctly. Patient was instructed to call back with any other pump issues. Medication is unknown. No additional information available.